Event description:
It was reported that during the implant attempt, the helix would not extend. The physician removed the lead from the patient and it took forty turns before the helix extended. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor was distorted and there was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead was damaged at implant. The helix was extended with blood visible.